Event description:
The customer called to report sensor end alarms. The customer stated that he was hospitalized for chest pain and blood glucose levels over 600 mg/dl. Troubleshooting was performed. Advised the customer of the possible causes for the alarms, as well as how to re-set the system to start the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.